Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was intermittently functional. The metallic center dome of the response button was damaged, causing faults. The root cause for the damaged response button was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor response buttons were non-functional.